Event description:
It was reported by service report that the stationary foot skin was broken and there were sharp edges exposed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Stationary foot skin.